Manufacturer narrative:
Concomitant products: product ID: 3389s, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that after surgery, an impedance test was performed that resulted in abnormal impedances. The health care provider (hcp) re-implanted a new electrode on (B)(6) 2017. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
It is noted the lead has been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown if the abnormal impedances had resolved following the electrode replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product ID: 3389, lot# unknown, product type: lead. Evaluation of the event determined it is the same as a previously reported event. The reported information includes product analysis submitted on regulatory report # 3007566237-2017-03164. All further information will be submitted as a continuation of this regulatory report. The product information was also updated as above. If information is provided in the future, a supplemental report will be issued.